Event description:
It was reported that the user pressed the device's code summary button and the monitor turned itself off momentarily, then back on then back off and on quickly twice. The reported problem occurred while monitoring a code 4 acutely ill pt. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The display assembly was replaced as a precautionary measure, and the device was subsequently returned to the customer. The root cause of the reported failure was not determined.